Event description:
A double lumen cytology brush was being used for collection of biliary cells. While brushing the site by advancing and retracting the brush from the sheath, the distal end of the brush detached in the pt and was retrieved with grasping forceps. There were no additional procedures required and no patient injury reported.